Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 during use of the product and subsequently expired on (B)(6) 2011.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs# 1225714-2014-00713, 00718, 00719 and 00720.